Manufacturer narrative:
Additional information has been added inevent, device evaluated by MFR, and usage of device. The DHR was reviewed and final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). . Additional investigation results are pending.

Event description:
Additional information has been received about the complaint event. It was noted that the user failed to inspect the tip of the device prior to use and during the procedure. It was also reported that the event occurred after the tip was used for 600 reps. Coupling fluid was used - around 4/5 of a bottle. Blisters were seen on the same day as treatment, in the area being treated - the lower face. User facility reports that there were no system errors noted, and nothing out of the ordinary was observed during treatment.

Manufacturer narrative:
According to thermage flx system user manual (p009418-04 rev. A) burns and blisters are known possible adverse patient reactions to thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. There is no indication of any product issue/failure. Customer noted that the event occurred post software update but there is no link between the two. The customer reported no system errors or anything out of the ordinary occurred during treatment. Evaluation of the treatment tip found no issues. The data log was not returned. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary at this time. Based on the available information, burns and blisters are known possible adverse patient reactions to thermage flx treatment. A patient status update has been requested, to date no additional information has been received. The investigation is complete.

Manufacturer narrative:
Investigation of this event is in progress.

Event description:
Following a software upgrade, a user facility in (B)(4) reported that a patient had blistering occur after a thermage flx treatment of the face. It is reported that the energy used ranged from 1.5-4 during this procedure. Though requested, no other information has been provided. The investigation is ongoing.

Manufacturer narrative:
The thermage tip was evaluated and showed 560 remaining repetitions. The tip passed leak and thermistor testing. As no dents, scratches, blemishes, tears, or dielectric breakdown were observed, the tip passed visual inspection. No functional test was performed due to tip being expired. The data log is unavailable. Additional investigation results are pending.